Event description:
It was reported that the atrial lead exhibited a loss of capture and a possible dislodgement, which was later confirmed. The physician initially attempted to revise the current lead, but was unable to. The lead was capped, and a new lead was implanted. Shortly after implant and prior to closing the pocket, the new atrial lead also dislodged. The lead was repositioned, and appeared to be functioning appropriately. However, during the post operative check, the lead was determined to have dislodged once more. The lead was repositioned the following day, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - (B)(6) 2010.